Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 22-mar-2016, fse arrived at the site to address the reported event. Fse performed preventative maintenance to resolve the issue. No further action was required by field service. The most probable cause of the reported event was due to need for preventative maintenance.

Event description:
On (B)(6) 2016, the customer reported a "bf probe 2 suction failure error" with their a1a-900 analyzer. She stated that the tips were replaced the week prior. Inspection of the b/f wash probe tip found that the tip was placed incorrectly. She reinstalled the tip, performed a wash prime, and ran daily check and quality control (qc), but the error did not resolve. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh, lhii, prog, pth and e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.